Manufacturer narrative:
This product has been received but the evaluation results are not yet avaliable at the time of this report. A supplemental report will be issued with the findings.

Event description:
Customer reported that during the procedure the screen went blank three times while attempting to intubate. The customer further reported that during this time the glidescope caused damage to the throat area resulting in moderate bleeding with treatment delay estimated at 30 minutes. Per the emergency room manager, the patient passed away due to other injuries and not due to the glidescope intubation procedure

Manufacturer narrative:
Additional part used: glidescope cobalt avl baton 3-4. Catalog: 0570-0313. Sn: (B)(4). Technical services evaluated the returned device but could not confirm the issue. The acceptance test passed on all items. Further testing showed monitor and camera to be working normally. The problem as stated in the customer complaint could not be reproduced. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions.